Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-sep-2020 from a healthcare professional (hcp) via a company representative who reported that the patient had been having intermittent withdrawal symptoms and it was similar to the issue the patient was having prior to the procedure in (B)(6) 2020 where the sutureless connector was found to have tissue in it. On the visit in (B)(6) 2020, the hcp decided to replace the catheter, so the catheter was replaced. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. The pump was delivering lioresal (500 mcg/ml at 220 mcg/day) at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot/serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. H3: evaluation of implantable catheter serial# (B)(6) revealed a kink in the body of the catheter. As received, analysis found tissue/biological material inside the sutureless connector. H6: the evaluation codes have been updated for this event. Code conclusion d15 applies to the biological material found inside the catheter and code conclusion d12 applies to the kink. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned for analysis.

Manufacturer narrative:
Other relevant device(s) are: product ID 8780 lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter, ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 150 mcg/ml via an implantable pump for cerebral palsy and intractable spasticity. It was reported the patient experienced symptoms of withdrawal and was scheduled for a catheter revision. It was unknown when the symptoms began. The doctor attempted a cap (catheter access port) cap aspiration and it failed. A catheter revision was performed on (B)(6) 2020. The doctor opened the pump pocket and the cap aspiration was negative. The doctor detached the pump from the catheter the doctor observed a build-up of substance/tissue growth clogging the sutureless pump connector. After clearing the substance the doctor was able to observe positive csf (cerebrospinal fluid) movement. The doctor was also able to aspirate successfully from the cap. No product was removed. It was unknown if there were any environmental/external/patient factors that may have led or contributed to this issue. It was reported the issue was resolved at the time of the report, 2020-jan-21. The patient's status was provided as alive, no injury. No further complications were reported or anticipated.